Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the battery pins in both battery wells need replacing. The customer's initial reported failure was observed while the device was in use. However, no adverse patient impact was reported.

Manufacturer narrative:
One battery pca was returned for failure analysis. The reported problem was duplicated during lab tests. The reported problem was verified/duplicated during lab tests. The failure was traced to physical damage to j1 pin 5.